Manufacturer narrative:
The device was not returned for analysis and the complaint as reported could not be confirmed. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The reported failures were not confirmed through analysis. The device was not returned for analysis therefor the device complaint or problem cannot be confirmed. The conclusion for the analysis is cause not established.

Event description:
Following an atrial fibrillation ablation procedure, the patient experienced a stroke. The physician indicated that using the non-irrigated blazer catheter contributed to the outcome of a stroke. The stroke was diagnosed via (B)(6) study was conducted prior to the procedure to rule out any thrombosis. The patient's activated clotting time was 200-300 during the procedure. Details surrounding if the patient had a history of strokes, if heparin was used, if the patient was on anticoagulants prior to the procedure, and if anticoagulation bridging occurred after the procedure is unknown. In addition, the patient's stroke symptoms, intervention conducted for the stroke, and the resolution of the stroke symptoms are unknown as well.